Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported feeling full and performed a stat drain during drain 4: drain 0: 42ml fill 1: 1897ml drain 1: 1332ml fill 2: 1900ml drain 2: 1557ml fill 3: 1900ml drain 3: 1857ml fill 4: 1900ml drain 4: 3765ml. The reported drain volume of 3765ml was 198% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported feeling full and performed a stat drain during drain 4: drain 0: 42ml fill 1: 1897ml drain 1: 1332ml fill 2: 1900ml drain 2: 1557ml fill 3: 1900ml drain 3: 1857ml fill 4: 1900ml drain 4: 3765ml the reported drain volume of 3765ml was 198% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had 5 catheter surgeries in the past, which could be the contributing factor for the reported event. The patient received a new cycler and the prescription was changed from 4 exchanges of 1800ml to 5 exchanges of 1500ml with a shorter dwell time. The patient's symptoms resolved thereafter and pd therapy continued with no further issues.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test and valve actuation test passed. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported feeling full and performed a stat drain during drain 4: drain 0: 42ml fill 1: 1897ml drain 1: 1332ml fill 2: 1900ml drain 2: 1557ml fill 3: 1900ml drain 3: 1857ml fill 4: 1900ml drain 4: 3765ml the reported drain volume of 3765ml was 198% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had 5 catheter surgeries in the past, which could be the contributing factor for the reported event. The patient received a new cycler and the prescription was changed from 4 exchanges of 1800ml to 5 exchanges of 1500ml with a shorter dwell time. The patient's symptoms resolved thereafter and pd therapy continued with no further issues.